Event description:
Customer reported via phone call that the insulin pump alarmed failed battery test after changing the battery. Customer's blood glucose value was 400 mg/dl. The customer was away from home and did not have a battery to test. Customer stated that she was able to clear the alarm. She changed the battery, set time and date and gave herself a bolus.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.